Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.­­­ if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565 - 2018 - 04590, 0001822565 - 2018 - 04591.

Event description:
It was reported that the provisional was fractured and returned. All fractured pieces were not returned. Attempts have been made and no further information has been provided.

Event description:
No additional event information to report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed as the returned tasp was fractured. Visual inspection of the returned part determined that returned tasp exhibits signs of repeated use (nicked or gouged) and is fractured on the medial side of the post. All pieces were returned. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause was unable to be determined as frequency and condition of use is unknown. This device is considered conforming due to its extended field life and unremarkable manufacturing records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.